Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 7 years due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. The patient was in recovery post-procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was learned through implant patient registry and via investigation that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 7 years due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. The patient expired on pod #21. The reason of death was not provided.

Event description:
It was learned through implant patient registry and via investigation that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 7 years due to severe regurgitation and paravalvular leak (pvl). The patient presented with dyspnea on exertion. The explanted valve was replaced with a 23mm 11500a valve. Per medical records, the patient presented with heart failure and cardiogenic shock in the setting of dilated nonischemic cardiomyopathy with an ejection fraction between 10% and 15%. An intraaortic balloon pump already placed. Imaging showed a well-seated aortic valve with aortic insufficiency, aortic paravalvular leak at the non-coronary site, and central moderate to severe mitral regurgitation. The patient had on and off pneumonia with acute on chronic renal insufficiency as well as sustained pulmonary artery hypertension and was on the heart transplant list. The patient underwent a salvage redo avr with impella device removal and placement of lvad. During the avr procedure, the patient suffered 2 strokes and was not able to recover. Post bypass tee showed well-functioning bioprosthetic valve with no pvl. Postoperatively, the patient was placed on a ventilator, with feeding tube and dialysis. On pod# 20, the CT scan showed cerebral hemorrhage with signs of cerebral herniation. Patient was taken off life support on pod# 21 and passed away shortly after that.

Manufacturer narrative:
H10: additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The most likely cause is patient factors, including chronic renal insufficiency. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.